Event description:
It was reported that this right ventricular (rv) lead was found to have perforated in the pericardium. The patient underwent a revision procedure and a new rv lead was successfully implanted in the septal area. No additional adverse patient effects were reported.